Event description:
It was reported that the customer received a failed battery test alarm. It was stated that the buttons on the insulin pump were not responding and the that the reservoir was showing full and now it is empty. Customer also received a no delivery alarm after bolus delivery. Blood glucose value is 256 mg/dl; unable to treat, needs set change. It was stated that the alarm is not cleared, the failed battery test alarm will recur with each new battery inserted. Contacts on the battery cap are not missing or damaged and battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and reinsert the battery; customer did not receive a failed battery test. Customer was advised to change the infusion set and reservoir. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.